Event description:
This procedure was performed in another country. During cross-over maneuver it was not possible to fully deploy the stent. Only with strong pulling it was possible to retrieve the system and the stent was deployed. Because of the action the stent length is now 150mm long. That means the middle segment is extremely stretched.